Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the geometry movements were not available. Upon some functional test fse did not find any problems. Fse shut the system down and cut the power to the philips system to allow all power supplies and components to fully reboot. The device was back to normal. No further information regarding the issue has been provided. No problem is detected. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating that geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.